Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump button was not responding. The customer¿s blood glucose was 132 mg/dl. Customer stated that insulin pump was not exposed to moisture and buttons were not pressed rapidly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. All buttons functioning properly. The keypad connector on electrical board was locked properly during visual inspection. However, pump error 63 alarm during self test and confirmed in the insulin pump history due to cold solder joint on keypad assembly.